Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. Pt called back repeating a continuation of event previously reported in this case. Pt stated their bladder stimulator has not been working properly since date of implant and reported they recently had a surgery and since the surgery it's been "terrible" not working even worse. Pt reported they can't hold their urine in at all. Pt stated they have tried changing programs and increasing stimulation but that has not helped. Pt stated they talked to their dr but was advised to contact patient services. Reviewed therapy overview and programming considerations. Walked pt through connecting with ins and pt confirmed therapy was on. Pt increased stimulation on call and stated that was probably the max they could increase on that program that felt comfortable. Pt confirmed feeling stimulation in bike seat area that was comfortable. Pt stated they wanted to try changing programs as they have "not been satisfied". Reviewed how to change programs and pt stated they have already tried all available programs (programs 1-7) and tried increasing stimulation on all programs. Redirected pt to hcp to further discuss/check implanted system and programming.

Event description:
Additional information was received from the patient. The patient called back in regards to this case with a continuation of therapy issues. Patient said they just urinate and it comes out whenever it wants to. Patient said the stimulator is still not working and they keep changing programs and amplitude levels with no changes. Patient said they've tried all 7 programs and are on program 7 currently. Patient said they saw their hcp since they called last and the hcp did not help and they were told to call medtronic. Patient said they don't know what to do. Agent reviewed possibility of creating custom programs and reviewed custom programs. Offered to reach out to representatives in the area to help coordinate a programming appt and find a new hcp, as patient mentioned at the end of the call that their hcp is retiring. E-mail was sent to field staff.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-may-01 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since getting the stimulator on the (B)(6) the patient's symptoms are not better. Patient said it had been set on 0.4 and they increased it to 1.1, they do not turn therapy off after using their control equipment. Reviewed some post implant information, therapy optimization information, control equipment general use and function. Offered and sent email with quick guide, and information. Redirected to their doctor. The patient mentioned unrelated medical history. This included they have a follow up appointment scheduled but could not recall the date. On 2023-jun-01 additional information was received from the patient. The patient called back to report that they'd just gone to their managing health care provider's (hcp) office yesterday ((B)(6) 2023) because since implant, the therapy had actually made their underlying urinary dysfunction of going really frequently worse. The patient stated they were now experiencing bladder spasm, which they've never experienced before and they will go for 4 hours straight. The patient stated they had tried programs 1-5 so far and at the appointment yesterday the hcp threw their hands up and said they didn't know what to do and that they should check with [manufacturer] because they'd never had this happen before. The patient stated they were just so frustrated because they would be at a baseball game and they'd be soaked with urine and it would be dripping in their shoes even with the diaper they wore. Patient services explained the role of patient services and reviewed therapy expectations and device description/function. The patient confirmed when they adjusted the stimulation, they would increase it to where they felt it comfortably in the bike-seat region. The patient stated they didn't know what to do. Patient services reviewed the patient had 2 more programs to try and also provided the option of turning the therapy off for a bit to see how their body responded. The patient stated they wanted to try turning the therapy off for a bit. The patient was redirected to continue following up with their hcp about their concerns and suggested if needed, the hcp could page a [manufacturer] representative to come in and assist with a reprogramming session if needed. Patient called back on 2023-jun-05 in regards to the same issue documented in this case. Patient said they saw their hcp and their hcp said to see them back in 6 months. Patient said that they had tried increasing stimulation on the programs they've tried but increased amplitude multiple times only on the same day and then switched programs. Patient services reviewed option for patient to try increasing stimulation over a longer period of time. Patient also said they are looking for a new hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.